Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed siemens that quality controls (qc) recovered within range. The customer informed siemens that there was no other discordant result. The event is isolated to the initial result for one patient sample. Siemens is investigating.

Event description:
The customer obtained one discordant, falsely depressed, enzymatic creatinine_2 (ecre_2) result on an atellica ch 930 analyzer. The result was not reported to the physician(s). The customer used the same patient sample and instrument to perform repeat testing. The customer informed siemens that the repeat result was higher and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00375 on 25-august-2020. Additional information (on 02-september-2020): siemens investigated the event, and no process errors were posted on 04-august-2020. Siemens noted no evidence of a reagent delivery issue; potential foaming occurred based on photometer data for sample ID (B)(6). Quality controls were in range, and no issues were noted with other patient samples. The instrument and reagents were performing acceptably after service. Siemens cannot determine the cause of the discrepant result and cannot rule out pre-analytical variables or sample-specific issues as contributing factors. The system is performing according to specifications. No further evaluation of the device was required.